Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable alkaline phosphatase (alp) result for one patient sample. The initial result was 489 u/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated with results of 132 u/l and 129 u/l. The patient was kept hospitalized for one additional day. The patient's current condition was healthy and normal. There was no adverse event. The reagent lot number was 609478. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue could be excluded. Information was provided that the weekly maintenance was overdue for more than three weeks and traces of a sample/clot were found below the splash guard. Insufficient maintenance could have contributed to the issue.